Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button scratched and had to re position button. The customer¿s blood glucose was unknown. The customer also reported that the scratch on the screen which hinders view. The buttons had to press 3 to 4 times to go to next screen. The battery cap deformed due to open and close and alarms were not as laud as before and motor sounds labored. The insulin pump will not be returned for analysis.